Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They checked with the physician's office and then reported that the revision that had been scheduled had not occurred because the patient was looking into having a procedure to help with their hip pain (sacral iliac fusion) and then they will reschedule the pocket and lead revision. No further complications were reported or anticipated.

Event description:
A health care professional reported that they have scanned the patient in the past and were able to switch the ins into MRI mode. For the scan today they were not able to get the remote to connect to the implanted device. The caller stated that the patient claimed the implanted device "cut off" and the implant is not working anymore. The patient indicated that the device hasn't been working for more than one year. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that the office scheduled a pocket revision for (B)(6) 2020; move battery to other side. The cause was unknown. Patient medical history included knee replacement. On 2/6, rep and the hcp were preparing to roll back, device was interrogated and found to have multiple contacts greater than 40k. The battery relocation became possible lead revision. Although the rep had equipment, it was decided to reschedule. Patient stated their weight was 195 lbs. No further complications were reported.